Event description:
As reported by our affiliates in france, it was a case of a 29mm sapien 3 valve implanted in aortic position by right transfemoral approach. During the procedure, balloon aortic valvuloplasty was performed prior to implant. The balloon of the commander delivery system burst at the end of the inflation of the valve, and although the valve was positioned correctly with no paravalvular leak, difficulties occurred when retrieving the commander through the sheath, which became kinked in the iliac artery. Additionally, the distal part of the esheath (radio-opaque portion) was detached from the esheath and remained in the patient. No action was taken. A vascular surgeon was required to retrieve the commander, after which the procedure continued with good patient outcome. No patient injury was reported, and the patient was stable at the end of the procedure. As per engineering evaluation of the provided imagery, it shows the c-marker detached and inside the patient. Therefore, liner delamination should have been present in the device although there is no device image where it can be observed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The provided imagery confirmed definitive component separation and implicit liner delamination. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors, device manipulation) may have contributed to the reported event. In this case, it was reported that "the commander delivery system burst at the end of inflation." Additionally, patient's access vessels were moderately tortuous and calcified. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. C-marker band separation can occur when device manipulation is applied to overcome withdrawal difficulty. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination and c-marker band separation. The complaint for sheath kink was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. It is likely that high withdrawal forces were applied in response to retrieval difficulty caused by an altered balloon profile and/or non-coaxial retrieval angles related to patient anatomy. Such device manipulation may have induced stress on the sheath, resulting in bending or kinking. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.